Event description:
During introduction, the catheter separated from the hub. Doctor believes the hub is deformed and thinks that it occurred in the heating process during MFR of the product. Pt did not have any complications.